Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Health care processional reported the patient was advised to decrease the intensity which they did with resolution of irritation. No further complications anticipated.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). The trial patient reported their buttocks were sore where the leads were placed. On (B)(6) 2017 they still reported they were sore in the buttocks where the leads were placed and felt very uncomfortable. They were taking motrin and noted ¿its unbelievable¿. It was suggested to decrease the stimulation to see if that alleviated the soreness. Additional information received on june 27, 2017 the trial patient reported they had not kept tracking data. They had been taking care of their mother and, from lifting, the wires came out today. The patient stated the evaluation worked ¿wonderful¿ for them. There were no further complications reported or anticipated.